Event description:
It was reported after wearing the pod between 25 and 36 hours on the arm the patient noticed the site was irritated in the size of the adhesive pad. There was yellow fluid underneath the adhesive pad. The adhesive pad would sticks too heavy on the patient's body and upon removal it would peel off the patient skin which would lead to an wound that would need a longer time to heal. They went to see their doctor who prescribed ointment (penicillin) for the patient's skin irritation.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the skin irritation. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6  per iso11135  and eo residual levels in compliance with iso10993. Each lot  is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release.